Manufacturer narrative:
The customer found black fitting on top of the cap was loose, and tightened the fitting. The customer was to clean up the leak and observe if the leak had stopped. On (B)(4) 2011, field service engineer installed a new no-foam detector.

Event description:
A customer reported to beckman coulter, inc. (Bec) a no foam leak from unicel dxc 600 pro synchron system. Bec customer technical support recommended the use of personal protective equipment before troubleshooting. The customer has hazard management plan in place. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.